Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening or polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed. Should add'l information be received, the investigation will be reopened.

Event description:
Patient was revised to address loosening of the femur and tibia. Osteolysis and poly wear noted intraoperatively.